Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records; however, part and lot identification were not provided. A compatibility check could not be performed due to insufficient information. Osteolysis can possibly be related to poly debris, which is associated with a poly liner and not the cup. The issue could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date. Subsequently, the patient plans to be revised later this year due to massive osteolysis. Though requested, no additional information is available.

Manufacturer narrative:
(B)(6) b3: date of event: the date of the revision surgery is currently planned for (B)(6) 2023 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01470.